Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp high baseline alarm is confirmed. Damaged consistent with burning was noted on the returned m-force motor driver and the motor driver to pump assembly cable, which can cause a high baseline alarm. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A CAPA investigation determined the root cause of the burnt connectors is a combination of the molex connector on the motor driver pcb and the motor driver cable.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a high baseline alarm and was noted to have smoke coming out during use. As a result, the iabp was swapped out. There was no report of patient complications serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a high baseline alarm and was noted to have smoke coming out during use. As a result, the iabp was swapped out. There was no report of patient complications serious injury or death.

Manufacturer narrative:
(B)(4). No iap part was returned to teleflex chelmsford for investigation. The reported complaint of the motor driver connector and cable connector burnt is confirmed based on the customer photos submitted in the complaint. A field service agent serviced the pump and found the burnt connectors on the m-force motor driver assembly. As a result, the field service agent replaced the motor driver assembly and the pump passed functional checkout. A CAPA investigation determined the root cause of the burnt connectors is a combination of the molex connector on the motor driver pcb and the motor driver cable. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a high baseline alarm and was noted to have smoke coming out during use. As a result, the iabp was swapped out. There was no report of patient complications serious injury or death.